Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer's husband reported via phone call that the customer was hospitalized due to high blood glucose levels and diabetic ketoacidosis. He stated that she experienced high blood glucose since the night prior and that corrections via the insulin pump had been unsuccessful at lowering her blood glucose. The customer's blood glucose was 357 mg/dl. She experienced nausea, vomiting, dry mouth, and feeling hot and cold. She was admitted to the intensive care unit after the customer and her husband attempted to make an adjustment to the insulin pump, since it was not bringing her blood glucose down. They declined to troubleshoot the insulin pump and requested its replacement. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.